Manufacturer narrative:
1. Investigation result: 1.1 appearance confirmation (visual inspection) length of the fragment: approximately 73 mm. Length of the main body : approximately 4407 mm. Total length: approximately 4480 mm. The total length of the actual sample met the factory's specifications. 1.2 appearance confirmation (magnifying inspection) the fragment had flaws oppositely at two spots at approximately 65 mm from the distal end. The flaws were caused on the concaved parts. From this, it was inferred that the flaws were caused on the area that was likely to have been pinched by some object. No flaw or no other external anomaly was found in other part of the fragment. There were no external anomalies such as flaws on the main body. The fracture surface of outer layer of the fragment was smooth. A metal part was exposed at the fracture surface of the main body. From this, it was thought that the fracture of the actual sample occurred at the boundary between the resin outer layer and a metal part. 1.3 appearance confirmation (electron microscope) the flaws observed at approximately 65mm from the distal end of the fragment was local, and it was considered that part had been stuck in some hard object. 1.4 dimensions of the actual sample outer diameter of the undamaged part: it met the factory's specification. No anomaly was found. 1.5 condition of the core wire at the fracture (upon removal of outer layer, electron microscope). The core wire had not been deformed in taper shape at the fracture end. The fracture surface of the core wire was oblique. On the fracture surface, a starting point of fracture and a trace that the core wire had been chipped were observed. 2. History investigation of the involved product code/lot number since the involved lot number was unknown, review of the manufacturing record and the shipping inspection record could not be performed. Regarding the involved product code, no similar event attributable to manufacturing was reported in the past three years. 3. Simulation test: based on our past knowledge, the following simulation tests were performed regarding the fracture of the guidewire. We have been aware that there is regularity in the condition of core wire depending on the mechanism leading to the fracture. When repeated bending force was applied to a guidewire while the distal end was trapped: the fracture surface of core wire became oblique, and the fracture end was not deformed in taper shape. A starting point of fracture and a trace that the core wire had been chipped were observed on the fracture surface. This state was thought to be similar to that of the actual sample. 4. Cause of occurrence/conclusion: from the results of the investigation, it was inferred that the actual sample was pinched by some hard object at approx. 65 mm from the distal end and stuck, and when repeated bending force was applied to that area while the actual sample was in the above-mentioned state, the core wire was fractured due to metal fatigue at approx. 73 mm from the distal end. Subsequently, while the actual sample was being withdrawn, pulling force was applied to the actual sample causing the fracture of the outer layer at the boundary with the metal part near the fractured part of core wire. However, as the details of the procedure were unknown, it was not possible to clarify the cause that made the actual sample stuck. Since the total length of the actual sample including the fragment was confirmed to meet the factory's specifications, it was considered that there was no portion missing. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that during an endoscopic retrograde cholangio pancreatography (ercp) procedure, the tip of the guidewire broke off and fell into the patient's body. The location (organ) is the bile duct. The fallen piece was removed. The procedure was completed by replacing it with a new product of the same type. The procedure was completed successfully. There was no health damage has occurred to the patient.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d4 as the lot number is unknown and was inadvertently left blank in the initial report.